Manufacturer narrative:
Device evaluation: no samples were received for investigation of pr (B)(4), in which the customer has stated: "it was found that the side of the transparent needleless injection cap was fractured, causing the flushing solution to leak out." The product in use at the time is reported to be a mz1000 china from lot 24125165. Further information from the customer has stated that the sample has been disinfected by iodophor and no harm to the patient. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, at 8:46, the patient was given an intravenous infusion operation, the indwelling intravenous needle was replaced, and the supplies were prepared for the patient to connect the intravenous indwelling needle with the transparent needle-free connector. When flushing the tube with 0.9% sodium chloride injection, it was found that the side of the transparent needle-free connector was broken, causing the flushing fluid to flow out. The transparent needle-free connector was immediately replaced and the tube was flushed again without abnormality. The patient was punctured and no impact was caused to the patient. Additional information received from the customer: if it is not possible to return the affected product, please provide detailed photographs of the product(s) and the damaged area(s)? Cracked casing. Was there any patient harm? No harm done. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Sterilized with iodophor.